Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was using cold insulin in the cartridge. The customer was educated on the proper load techniques. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin therapy. The customer reported recurring occlusion issues, and a request was made for additional assistance.